Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal cycles"), abdominal distension ("bloating"), feeling abnormal ("brain fog") and fatigue ("fatigue"). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, abdominal distension, feeling abnormal and fatigue outcome was unknown. The reporter considered abdominal distension, fatigue, feeling abnormal, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic") in an adult female patient who had essure (batch no. 717011,674118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carpal tunnel release in 2003. Concurrent conditions included pap smear abnormal, breast lump, chronic cervicitis, exercise induced asthma and raynaud's syndrome. Concomitant products included calcium from 2005 to 2018, colecalciferol (vitamin d) from 2005 to 2018, linum usitatissimum seed oil (flaxseed oil) from 2005 to 2018, lipitac (omega 3) from 2005 to 2018, salbutamol (albuterol) from 1998 to 2012 and vitamin-b-komplex standard (vitamin b complex) from 2005 to 2018. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and abdominal pain ("abdominal pain"). In 2012, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition: type: idiopathic gi condition with abdominal bloating") with abdominal distension and weight increased ("weight gain"). In 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced vision blurred ("vision/eye problem type: blurry vision,"), confusional state ("neurological conditions or problems type:confusion"), meibomian gland dysfunction ("vision/eye problem type:thick eye gland oils, inflamed eye glands") and meibomianitis ("vision/eye problem type:thick eye gland oils, inflamed eye glands"). On an unknown date, the patient experienced menstrual disorder ("abnormal cycles") and feeling abnormal ("neurological conditions or problems type: brain fog"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, feeling abnormal, fatigue, weight increased, abdominal pain and alopecia outcome was unknown, the gastrointestinal disorder, vaginal haemorrhage, menorrhagia and confusional state had resolved and the vision blurred, meibomian gland dysfunction and meibomianitis was resolving. The reporter considered abdominal pain, alopecia, confusional state, fatigue, feeling abnormal, gastrointestinal disorder, meibomian gland dysfunction, meibomianitis, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 117 lbs. Approximate weight at the time of e sure placement 100 lbs. Insertion details- the image concentrates the essure coils to be within the pelvis. Both fallopian tubes are completely occluded. The outer left proximal coil lies at the distal tip of the uterine cornua. The outer right proximal coiled lies 3 cm distal to the cornua. This is within the proximal fallopian tube . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion; in (B)(6) 2015: total bilateral occlusion on (B)(6) 2015 - surgical pathology: clinical information: diagnosis: dysfunctional uterine bleeding, pelvic pain microscopic description: sections of right fallopian tube reveals a portion of fallopian tube including fimbria. There is mild focal chronic inflammation. Sections of left fallopian tube reveals fallopian tube including fimbria with mild chronic inflammation. Sections of endometrial curettage reveals benign endometrium and a small amount of unremarkable myometrial tissue. The endometrium has an edematous stroma and tortuous glands lined by columnar epithelium containing secretory products. Arterioles are not yet prominent. Most recent follow-up information incorporated above includes: on 7-sep-2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia),vision/eye problem type: blurry vision, thick eye gland oils, inflamed eye glands,weight gain, gastrointestinal or digestive system condition: type: idiopathic gi condition with abdominal bloating, hair loss, abdominal pain were added. Lot number and new reporters were added. Concomitant conditions, concomitant medications added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain pelvic") in an adult female patient who had essure (batch no. 717011,674118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carpal tunnel release in 2003. Concurrent conditions included pap smear abnormal, breast lump, chronic cervicitis, exercise induced asthma and raynaud's syndrome. Concomitant products included calcium from 2005 to 2018, colecalciferol (vitamin d) from 2005 to 2018, linum usitatissimum seed oil (flaxseed oil) from 2005 to 2018, lipitac (omega 3) from 2005 to 2018, salbutamol (albuterol) from 1998 to 2012 and vitamin-b-komplex standard (vitamin b complex) from 2005 to 2018. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and abdominal pain ("abdominal pain"). In 2012, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition: type: idiopathic gi condition with abdominal bloating") with abdominal distension and weight increased ("weight gain"). In 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced vision blurred ("vision/eye problem type: blurry vision,"), confusional state ("neurological conditions or problems type:confusion"), meibomian gland dysfunction ("vision/eye problem type:thick eye gland oils, inflamed eye glands") and meibomianitis ("vision/eye problem type:thick eye gland oils, inflamed eye glands"). On an unknown date, the patient experienced menstrual disorder ("abnormal cycles") and feeling abnormal ("neurological conditions or problems type: brain fog"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menstrual disorder, feeling abnormal, fatigue, weight increased, abdominal pain and alopecia outcome was unknown, the gastrointestinal disorder, vaginal haemorrhage, menorrhagia and confusional state had resolved and the vision blurred, meibomian gland dysfunction and meibomianitis was resolving. The reporter considered abdominal pain, alopecia, confusional state, fatigue, feeling abnormal, gastrointestinal disorder, meibomian gland dysfunction, meibomianitis, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 117 lbs. Approximate weight at the time of e sure placement 100 lbs. Insertion details- the image concentrates the essure coils to be within the pelvis. Both fallopian tubes are completely occluded. The outer left proximal coil lies at the distal tip of the uterine cornua. The outer right proximal coiled lies 3 cm distal to the cornua. This is within the proximal fallopian tube . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion; in november 2015: total bilateral occlusion on (B)(6) 2015- surgical pathology: clinical information: diagnosis: dysfunctional uterine bleeding, pelvic pain microscopic description: sections of right fallopian tube reveals a portion of fallopian tube including fimbria. There is mild focal chronic inflammation. Sections of left fallopian tube reveals fallopian tube including fimbria with mild chronic inflammation. Sections of endometrial curettage reveals benign endometrium and a small amount of unremarkable myometrial tissue. The endometrium has an edematous stroma and tortuous glands lined by columnar epithelium containing secretory products. Arterioles are not yet prominent. Lot number: 674118 man date: 2009-09 exp date: 2012-09 . Lot number: 717011 man date: 2010-02 exp date: 2013-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrating coil') and pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. 717011,674118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel release in 2003, seasonal allergy and raynauds. On (B)(6) 2015 - surgical pathology: clinical information: diagnosis: dysfunctional uterine bleeding, pelvic pain microscopic description: sections of right fallopian tube reveals a portion of fallopian tube including fimbria. There is mild focal chronic inflammation. Sections of left fallopian tube reveals fallopian tube including fimbria with mild chronic inflammation. Sections of endometrial curettage reveals benign endometrium and a small amount of unremarkable myometrial tissue. The endometrium has an edematous stroma and tortuous glands lined by columnar epithelium containing secretory products. Arterioles are not yet prominent. Concurrent conditions included pap smear abnormal, breast lump, chronic cervicitis, exercise induced asthma, raynaud's syndrome, cow's milk allergy, right lower quadrant pain and follicular cyst of ovary. Concomitant products included calcium from 2005 to 2018, fish oil (omega 3) from 2005 to 2018, linum usitatissimum from 2005 to 2018, salbutamol (albuterol) from 1998 to 2012, vitamin b complex from 2005 to 2018 and vitamin d nos (vitamin d) from 2005 to 2018. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In 2012, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition: type: idiopathic gi condition with abdominal bloating") with abdominal distension and was found to have weight increased ("weight gain"). In 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced vision blurred ("vision/eye problem type: blurry vision,"), confusional state ("neurological conditions or problems type:confusion"), meibomian gland dysfunction ("vision/eye problem type:thick eye gland oils, inflamed eye glands") and meibomianitis ("vision/eye problem type:thick eye gland oils, inflamed eye glands"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal cycles"), feeling abnormal ("neurological conditions or problems type: brain fog"), dizziness ("dizziness"), migraine ("migraines"), tooth fracture ("tooth broken"), muscle spasms ("spasm in my abdomen/ muscle spasm"), inflammation ("inflammation") and scar ("scar tissue") and was found to have vitamin d decreased ("low vit d"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and crown. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder, weight increased, alopecia, migraine, tooth fracture, muscle spasms, vitamin d decreased, inflammation and scar outcome was unknown, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, gastrointestinal disorder, feeling abnormal, fatigue, confusional state and dizziness had resolved and the vision blurred, meibomian gland dysfunction and meibomianitis was resolving. The reporter considered abdominal pain, alopecia, confusional state, device dislocation, dizziness, fatigue, feeling abnormal, gastrointestinal disorder, inflammation, meibomian gland dysfunction, meibomianitis, menorrhagia, menstrual disorder, migraine, muscle spasms, pelvic pain, scar, tooth fracture, vaginal haemorrhage, vision blurred, vitamin d decreased and weight increased to be related to essure. The reporter commented: current weight 117 lbs. Approximate weight at the time of essure placement 100 lbs. Insertion details- the image concentrates the essure coils to be within the pelvis. Both fallopian tubes are completely occluded. The outer left proximal coil lies at the distal tip of the uterine cornua. The outer right proximal coiled lies 3 cm distal to the cornua. This is within the proximal fallopian tube. Removal decripensy noted (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: impression: essentially negative study. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion bilateral proximal obstruction post-essure 2010; on (B)(6) 2015: results: total bilateral occlusion impression: abnormal filling defect in central uterine region c/w polyp or fibroid. Imaging procedure - on (B)(6) 2010: essure tubal ligation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc, proceed with fo. No 2 on (B)(6) 2020: reporter , patient birth details added. On (B)(6) 2020: no new information were added. On (B)(6) 2020: no new information were added. On (B)(6) 2020: pif received. No new information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. 717011,674118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel release in 2003, seasonal allergy and raynauds. On (B)(6) 2015 - surgical pathology: clinical information: diagnosis: dysfunctional uterine bleeding, pelvic pain microscopic description: a. Sections of right fallopian tube reveals a portion of fallopian tube including fimbria. There is mild focal chronic inflammation. B. Sections of left fallopian tube reveals fallopian tube including fimbria with mild chronic inflammation. C. Sections of endometrial curettage reveals benign endometrium and a small amount of unremarkable myometrial tissue. The endometrium has an edematous stroma and tortuous glands lined by columnar epithelium containing secretory products. Arterioles are not yet prominent. Concurrent conditions included pap smear abnormal, breast lump, chronic cervicitis, exercise induced asthma, raynaud's syndrome, cow's milk allergy, right lower quadrant pain, and follicular cyst of ovary. Concomitant products included calcium from 2005 to 2018, docosahexaenoic acid;eicosapentaenoic acid (omega 3) from 2005 to 2018, linum usitatissimum from 2005 to 2018, salbutamol (albuterol) from 1998 to 2012, vitamin b complex from 2005 to 2018 and vitamin d nos (vitamin d) from 2005 to 2018. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In 2012, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition: type: idiopathic gi condition with abdominal bloating") with abdominal distension and was found to have weight increased ("weight gain"). In 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced vision blurred ("vision/eye problem type: blurry vision,"), confusional state ("neurological conditions or problems type:confusion"), meibomian gland dysfunction ("vision/eye problem type:thick eye gland oils, inflamed eye glands") and meibomianitis ("vision/eye problem type:thick eye gland oils, inflamed eye glands"). On an unknown date, the patient experienced menstrual disorder ("abnormal cycles") and feeling abnormal ("neurological conditions or problems type: brain fog"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, gastrointestinal disorder, feeling abnormal, fatigue and confusional state had resolved, the menstrual disorder, weight increased and alopecia outcome was unknown and the vision blurred, meibomian gland dysfunction, and meibomianitis was resolving. The reporter considered abdominal pain, alopecia, confusional state, fatigue, feeling abnormal, gastrointestinal disorder, meibomian gland dysfunction, meibomianitis, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage, vision blurred, and weight increased to be related to essure. The reporter commented: current weight 117 lbs. Approximate weight at the time of essure placement 100 lbs. Insertion details- the image concentrates the essure coils to be within the pelvis. Both fallopian tubes are completely occluded. The outer left proximal coil lies at the distal tip of the uterine cornua. The outer right proximal coiled lies 3 cm distal to the cornua. This is within the proximal fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: impression: essentially negative study. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion bilateral proximal obstruction post-essure 2010; on (B)(6) 2015: results: total bilateral occlusion impression: abnormal filling defect in central uterine region c/w polyp or fibroid. Imaging procedure - on (B)(6) 2010: essure tubal ligation. Lot number: 674118. Man date: 2009-09. Exp date: 2012-09. Lot number: 717011. Man date: 2010-02. Exp date: 2013-02. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abdominal distension, fatigue, weight increased quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet received. Outcome of the events fatigue, brain fog, gi issues, abdominal distension, pelvic pain and abdominal pain updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrating coil') and pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. 717011,674118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel release in 2003, seasonal allergy and raynauds. On (B)(6) 2015 - surgical pathology: clinical information: diagnosis: dysfunctional uterine bleeding, pelvic pain microscopic description: a. Sections of right fallopian tube reveals a portion of fallopian tube including fimbria. There is mild focal chronic inflammation. B. Sections of left fallopian tube reveals fallopian tube including fimbria with mild chronic inflammation. C. Sections of endometrial curettage reveals benign endometrium and a small amount of unremarkable myometrial tissue. The endometrium has an edematous stroma and tortuous glands lined by columnar epithelium containing secretory products. Arterioles are not yet prominent. Concurrent conditions included pap smear abnormal, breast lump, chronic cervicitis, exercise induced asthma, raynaud's syndrome, cow's milk allergy, right lower quadrant pain and follicular cyst of ovary. Concomitant products included calcium from 2005 to 2018, fish oil (omega 3) from 2005 to 2018, linum usitatissimum from 2005 to 2018, salbutamol (albuterol) from 1998 to 2012, vitamin b complex from 2005 to 2018 and vitamin d nos (vitamin d) from 2005 to 2018. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In 2012, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition: type: idiopathic gi condition with abdominal bloating") with abdominal distension and was found to have weight increased ("weight gain"). In 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced vision blurred ("vision/eye problem type: blurry vision,"), confusional state ("neurological conditions or problems type:confusion"), meibomian gland dysfunction ("vision/eye problem type:thick eye gland oils, inflamed eye glands") and meibomianitis ("vision/eye problem type:thick eye gland oils, inflamed eye glands"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal cycles"), feeling abnormal ("neurological conditions or problems type: brain fog"), dizziness ("dizziness"), migraine ("migraines"), tooth fracture ("tooth broken"), muscle spasms ("spasm in my abdomen/ muscle spasm"), inflammation ("inflammation") and scar ("scar tissue") and was found to have vitamin d decreased ("low vit d"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and crown. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder, weight increased, alopecia, migraine, tooth fracture, muscle spasms, vitamin d decreased, inflammation and scar outcome was unknown, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, gastrointestinal disorder, feeling abnormal, fatigue, confusional state and dizziness had resolved and the vision blurred, meibomian gland dysfunction and meibomianitis was resolving. The reporter considered abdominal pain, alopecia, confusional state, device dislocation, dizziness, fatigue, feeling abnormal, gastrointestinal disorder, inflammation, meibomian gland dysfunction, meibomianitis, menorrhagia, menstrual disorder, migraine, muscle spasms, pelvic pain, scar, tooth fracture, vaginal haemorrhage, vision blurred, vitamin d decreased and weight increased to be related to essure. The reporter commented: current weight 117 lbs. Approximate weight at the time of essure placement 100 lbs. Insertion details- the image concentrates the essure coils to be within the pelvis. Both fallopian tubes are completely occluded. The outer left proximal coil lies at the distal tip of the uterine cornua. The outer right proximal coiled lies 3 cm distal to the cornua. This is within the proximal fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: impression: essentially negative study. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion bilateral proximal obstruction post-essure 2010; on (B)(6) 2015: results: total bilateral occlusion impression: abnormal filling defect in central uterine region c/w polyp or fibroid. Imaging procedure - on (B)(6) 2010: essure tubal ligation. Lot number: 674118, manufacturing date: 2009-09, expiration date: 2012-09 . Lot number: 717011, manufacturing date: 2010-02, expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: newly added events- muscle spasms, vitamin d low, inflammation, scar tissue. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrating coil') and pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. 717011,674118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel release in 2003, seasonal allergy and raynauds. On (B)(6) 2015 - surgical pathology: clinical information: diagnosis: dysfunctional uterine bleeding, pelvic pain. Microscopic description: a. Sections of right fallopian tube reveals a portion of fallopian tube including fimbria. There is mild focal chronic inflammation. B. Sections of left fallopian tube reveals fallopian tube including fimbria with mild chronic inflammation. C. Sections of endometrial curettage reveals benign endometrium and a small amount of unremarkable myometrial tissue. The endometrium has an edematous stroma and tortuous glands lined by columnar epithelium containing secretory products. Arterioles are not yet prominent. Concurrent conditions included pap smear abnormal, breast lump, chronic cervicitis, exercise induced asthma, raynaud's syndrome, cow's milk allergy, right lower quadrant pain and follicular cyst of ovary. Concomitant products included calcium from 2005 to 2018, fish oil from 2005 to 2018, linum usitatissimum from 2005 to 2018, salbutamol (albuterol) from 1998 to 2012, vitamin b complex from 2005 to 2018 and vitamin d nos (vitamin d) from 2005 to 2018. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In 2012, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition: type: idiopathic gi condition with abdominal bloating") with abdominal distension and was found to have weight increased ("weight gain"). In 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced vision blurred ("vision/eye problem type: blurry vision,"), confusional state ("neurological conditions or problems type:confusion"), meibomian gland dysfunction ("vision/eye problem type:thick eye gland oils, inflamed eye glands") and meibomianitis ("vision/eye problem type:thick eye gland oils, inflamed eye glands"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal cycles"), feeling abnormal ("neurological conditions or problems type: brain fog"), dizziness ("dizziness"), migraine ("migraines") and tooth fracture ("tooth broken"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder, weight increased, alopecia, migraine and tooth fracture outcome was unknown, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, gastrointestinal disorder, feeling abnormal, fatigue, confusional state and dizziness had resolved and the vision blurred, meibomian gland dysfunction and meibomianitis was resolving. The reporter considered abdominal pain, alopecia, confusional state, device dislocation, dizziness, fatigue, feeling abnormal, gastrointestinal disorder, meibomian gland dysfunction, meibomianitis, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth fracture, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 117 lbs. Approximate weight at the time of essure placement 100 lbs. Insertion details- the image concentrates the essure coils to be within the pelvis. Both fallopian tubes are completely occluded. The outer left proximal coil lies at the distal tip of the uterine cornua. The outer right proximal coiled lies 3 cm distal to the cornua. This is within the proximal fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: impression: essentially negative study.. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion bilateral proximal obstruction post-essure 2010; on (B)(6) 2015: results: total bilateral occlusion impression: abnormal filling defect in central uterine region c/w polyp or fibroid. Imaging procedure - on (B)(6) 2010: essure tubal ligation. Lot number: 674118 man date: 2009-09 exp date: 2012-09. Lot number: 717011 man date: 2010-02 exp date: 2013-02. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abdominal distension, fatigue, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 10,11,12,13,14,15 and 16 process together. On 20-mar-2020: fu 10,11,12,13,14,15 and 16 process together. On 20-mar-2020: fu 10,11,12,13,14,15 and 16 process together. On 20-mar-2020: fu 10,11,12,13,14,15 and 16 process together. On 20-mar-2020: fu 10,11,12,13,14,15 and 16 process together. On 23-mar-2020: fu 10,11,12,13,14,15 and 16 process together. On 23-mar-2020: fu 10,11,12,13,14,15 and 16 process together. On 23-mar-2020: social media content received: reporter added. Fu 10,11,12,13,14,15, 16 and 17 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrating coil') and pelvic pain ('pain pelvic') in an adult female patient who had essure (batch no. 717011,674118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carpal tunnel release in 2003, seasonal allergy and raynauds. On (B)(6) 2015 - surgical pathology: clinical information: diagnosis: dysfunctional uterine bleeding, pelvic pain microscopic description: a. Sections of right fallopian tube reveals a portion of fallopian tube including fimbria. There is mild focal chronic inflammation. B. Sections of left fallopian tube reveals fallopian tube including fimbria with mild chronic inflammation. C. Sections of endometrial curettage reveals benign endometrium and a small amount of unremarkable myometrial tissue. The endometrium has an edematous stroma and tortuous glands lined by columnar epithelium containing secretory products. Arterioles are not yet prominent. Concurrent conditions included pap smear abnormal, breast lump, chronic cervicitis, exercise induced asthma, raynaud's syndrome, cow's milk allergy, right lower quadrant pain and follicular cyst of ovary. Concomitant products included calcium from 2005 to 2018, fish oil (omega 3) from 2005 to 2018, linum usitatissimum from 2005 to 2018, salbutamol (albuterol) from 1998 to 2012, vitamin b complex from 2005 to 2018 and vitamin d nos (vitamin d) from 2005 to 2018. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In 2012, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition: type: idiopathic gi condition with abdominal bloating") with abdominal distension and was found to have weight increased ("weight gain"). In 2013, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced vision blurred ("vision/eye problem type: blurry vision,"), confusional state ("neurological conditions or problems type:confusion"), meibomian gland dysfunction ("vision/eye problem type:thick eye gland oils, inflamed eye glands") and meibomianitis ("vision/eye problem type:thick eye gland oils, inflamed eye glands"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal cycles"), feeling abnormal ("neurological conditions or problems type: brain fog"), dizziness ("dizziness"), migraine ("migraines") and tooth fracture ("tooth broken"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and crown. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, menstrual disorder, weight increased, alopecia, migraine and tooth fracture outcome was unknown, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, gastrointestinal disorder, feeling abnormal, fatigue, confusional state and dizziness had resolved and the vision blurred, meibomian gland dysfunction and meibomianitis was resolving. The reporter considered abdominal pain, alopecia, confusional state, device dislocation, dizziness, fatigue, feeling abnormal, gastrointestinal disorder, meibomian gland dysfunction, meibomianitis, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth fracture, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 117 lbs. Approximate weight at the time of essure placement 100 lbs. Insertion details- the image concentrates the essure coils to be within the pelvis. Both fallopian tubes are completely occluded. The outer left proximal coil lies at the distal tip of the uterine cornua. The outer right proximal coiled lies 3 cm distal to the cornua. This is within the proximal fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: impression: essentially negative study.. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion bilateral proximal obstruction post-essure 2010; on (B)(6) 2015: results: total bilateral occlusion impression: abnormal filling defect in central uterine region c/w polyp or fibroid. Imaging procedure - on (B)(6) 2010: essure tubal ligation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:abdominal distension, fatigue, weight increased lot number: 674118 manufacturing date: 2009-09 expiration date: 2012-09. Lot number: 717011 manufacturing date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.